Manufacturer narrative:
Evaluation of the complaint sample showed the hub had been crushed in an attempt to seat the device in the drilled hole. The examination of the returned device clearly shows blood and skin tissue. Based on prior device testing, this type of damage is consistent with off-angle insertion or excessive pressure on the device.

Event description:
The facility reported that the device was taken out of the package and the hub was broken. Per the facility, there was no delay in surgery and the patient did well. The date of the event is unknown.